Event description:
It was reported that the lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found insulation abrasion at 19 cm from the connector pin. There was proximal coil exposure in this area, which would account for the reported noise problem.